Manufacturer narrative:
Visual examination of the subject device found that the threaded inlet connection of the valve integrated pressure regulator (vipr) had sheared, separating the vipr from the aluminum cylinder. The threaded inlet connection sheared approximately between the 1st and 2nd threads from the bottom of the brass vipr body or flange. Approximately 1.5 threads of the inlet connection remained on the vipr body, while the larger sheared portion of the inlet connection remained threaded in the cylinder. Western has forwarded the subject device (i.e., both the vipr and the cylinder with the sheared inlet connection attached) to an independent laboratory for testing and analysis. At this time, the evaluation is in progress and the results are pending.

Event description:
As reported to western, a cylinder handler at a fill plant was moving a just filled oxygen cylinder into a cart on a truck. The valve sheared from the cylinder. No injuries occurred as a result of this incident.